Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get the ins to turn on. The programmer showed "poor communication" and no matter what the patient did they kept seeing the poor communication screen. The patient was unable to communicate with their recharger- they were seeing the "poor communication" screen on their recharger as well. They last charged 5 days ago. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the consumer on (B)(6) 2019 that the healthcare professional (hcp) implanted a burst battery. No further complications were reported.